Event description:
Tampons break upon pulling them out. The string has broken off the tampons. [Device breakage]. Case narrative: relative reported via email that the string has broken off the tampons during her daughter's use. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on august 8, 2024. An investigation is in progress for returned product received on august 8, 2024.

Event description:
Tampons break upon pulling them out. The string has broken off the tampons. [Device breakage]. Case narrative: relative reported via email that the string has broken off the tampons during her daughter's use. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons break upon pulling them out. The string has broken off the tampons. [Device breakage] . Case narrative: relative reported via email that the string has broken off the tampons during her daughter's use. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.